Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed at the distributor. The reported problem (damaged case, check therapy electrode messages) has been confirmed. Upon investigation the monitor electrode belt connector was damaged, damaging the high voltage wire within the connector, causing the check therapy electrode messages. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor case was damaged and the patient was receiving check therapy electrode messages.